Event description:
Cylinders would not deflate; pt experienced pain. Doctor discovered cylinders had eroded into the urethra. Tubing was buried deep, making pump ride high in the scrotum, probably causing kinked tubing.